Manufacturer narrative:
Product complaint (B)(4) investigation summary no device associated with this report was received for examination. Product code: 650011104 lot number: 201441 manufacturing date: 18-nov-2022 expiration date: none quantity : (B)(4) as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device , and no non-conformances /manufacturing irregularities were identified. \

Event description:
Additional information was received: there was no delay and there was no harm to the patient. The second glenosphere tip got cross threaded.

Event description:
It was reported that as the surgeon was implanting the glenosphere, the glenosphere inserter tip and the baseplate inserter rod would not connect, the threads got cross threaded. A new glenosphere tip and baseplate inserter rod were used to insert the glenosphere. The second glenosphere tip threads got damaged from the insertion of the glenosphere.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.